Manufacturer narrative:
The problem was due to a component failure (damaged cavity mirrors). We are unaware about patient injury.

Event description:
The laser system has the following problem: "error low power. Damaged cavity mirrors" no adverse effects to patients were reported.